Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited high threshold, loss of capture, failure to sense and undersensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.